Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to distal strut rows fives and six, with struts raised. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 12mm in length target lesion was located in the severely tortuous and moderately calcified 4.0mm in diameter left circumflex artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 12mm in length target lesion was located in the severely tortuous and moderately calcified 4.0mm in diameter left circumflex artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.